Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20658138/20460190.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed. The explanted devices will not be return.